Event description:
It was reported that the programmer had a broken screen. The programmer was returned to the manufacturer for service, analyzed and tested out of specification. It was indicated that there was no patient involvement associated with this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: overlay to the screen was found broken. No fault found with the screen. Analysis also found a printed circuit board out of electrical specification. (B)(4).